Event description:
All businesses in (B)(6) are requiring face masks for entry which I believe are categorized as medical devices. Why??? They should not be allowed to force this. FDA safety report ID# (B)(4).